Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that bom 7mm extended length endoscope appeared to have been peened over the distal tip by someone causing it to flange out. Serial number is unknown and the warranty is expired. The hospital did not report any patient effects. (B)(6) called seeking scope repair info. His scope, he said, "appears someone peaned over the distal tip causing it to flange out." He did not know the serial number, but said it was easily older than a year.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The correct serial number was unable to be provided and the specific product serial number cannot be identified, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that bom 7mm extended length endoscope appeared to have been peened over the distal tip by someone causing it to flange out. Serial number is unknown and the warranty is expired. The hospital did not report any patient effects. (B)(6) called seeking scope repair info. His scope, he said, "appears someone peaned over the distal tip causing it to flange out." He did not know the serial number, but said it was easily older than a year.